Event description:
During the primary follow-up following the implant procedure, the device was interrogated and revealed an increase in pacing lead impedance and an increase in capture threshold that resulted in a loss of capture on the right ventricular (rv) lead. The rv lead was repositioned to resolve the event. X-ray imaging was performed and revealed no anomalies. The patient was stable and will continue to be monitored.